Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. UDI not available.

Event description:
The patient reported inflammation around the implant. When the doctor removed it, he found a fracture of the apex.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative a 3i t3® non-platform switched tapered implant 3.25 x 8.5mm (bost3285) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the bottom threads. Device history record (DHR) review was completed for the subject lot number (2014102112). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014102112) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.